Manufacturer narrative:
(B)(4). Exact event date unknown, event occurred week of (B)(6) 2017.

Event description:
It was reported that during a laparoscopic ventral hernia repair procedure, the cannula of the trocar broke under the housing as the doctor was inserting the trocar through tissue. The trocar was removed intact, nothing falling into the patient, and a second trocar was used to continue the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n9354m, manufacture date: 10/19/2016, exp. Date 9/30/2021; n92p9f, manufacture date: 9/7/2016. Exp. Date 8/31/2021; n92r1j, manufacture date: 9/8/2016, exp. Date 8/31/2021; n9354m, manufacture date: 10/19/2016, exp. Date 9/30/2021. The analysis results found that the 2b5lt instrument was received with the sleeve broken and melted. In addition, the tyvek was returned for analysis. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.